Event description:
It was reported that the customer was hospitalized with dka. The customer had called earlier with hypoglycemia and the device tested ok. Instructed to treat low bgs and suspend the pump until bgs are over 70mg/dl. Later, the customer called back and was hospitalized with dka. Technician explained the two high bg rule and began troubleshooting the device. Instructed to call back for further testing when tubing clamp received.